Event description:
It was reported that the patient had a staph infection at the battery site. The patient had asked if she could use the stimulator during the infection. It was reviewed that this was a medical decision for the treating physician. It was unknown how the infection was being treated. Additional information was requested from the physician regarding treatment and outcome, however. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).